Event description:
It was reported that the patient presented in clinic for unrelated procedure, and it was found by the performing surgeon that the right atrial (ra) leadless pacemaker (lp) had perforated the right atrial appendage into the posterior table of the sternum. The ralp was explanted. Further information was not provided.